Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to fracture, leading into high impedances and high pacing thresholds. The fracture was verified under fluoroscopy. This lead was successfully replaced. No additional adverse patient effects were reported.